Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardioverter defibrillator egm showed functional loss of capture. Upon further evaluation and programming changes it was noted that the device exhibited loss of capture. The patient was asymptomatic. No further information was reported.